Event description:
The facility reports that the pt fell from the sling of the lift and hit pt's head on the leg of the lift. Pt incurred a large laceration on the back of the head and a swollen right eye.